Manufacturer narrative:
Evaluation summary: the instrument was received in good visual condition . The instrument was cycled and fired 16 class iii scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended. Jaw width measured 179 inches, within acceptable limits. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. No incident related to the reported event was found during functional analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device would no longer fire after the first two firings. Another device was used to complete the procedure. There was no patient consequence.